Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump display had lines that appeared to look like cracks ; cause was unknown. The lines obstructed the view of the screen. Customer's blood glucose was between 80-100 mg/dl. Reportedly, customer continued to use current pump for insulin therapy and has manual injections available.